Event description:
On 8/8/98, customer obtained cytomegalovirus lgg results of 0.6 au/ml for the recipient, and donor result was 0.0 au/ml both below cutoff of 15 au/ml. On 9/18/98 retested donor's original sample, result was 39.8 au/ml. During the week of 2/5/99, donor result was >250 au/ml, and recipient was 0.0 au/ml. Recipient retest result was >250 au/ml. Pt severely ill with cytomegalovirus.